Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: customer reported device would not pass flow sensor calibration. Customer said they also completed fault finding and could not rectify the failed flow sensor calibration.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
Hamilton medical ag received the following incident description: customer reported device would not pass flow sensor calibration. Customer said they also completed fault finding and could not rectify the failed flow sensor calibration